Event description:
It was reported that this right ventricular (rv) lead has showed a gradual increase over the past year in the shock impedance measurements, to the point of being out-of-range of 144 ohms. Technical services reviewed the case and indicated this could be calcification on the coil. There is no evidence of noise. Reportedly, the patient cardiac resynchronization therapy defibrillator (crt-d) has reached elective replacement indicator, and it will be replaced soon. Ts recommended to perform max energy shocks when they change the crt-d to evaluate this rv lead shock therapy. Further information was received indicating the commanded shocks will unlikely be performed. The patient will be continued to be monitored until this lead is explanted in the crt-d replacement procedure. This rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead has showed a gradual increase over the past year in the shock impedance measurements, to the point of being out-of-range of 144 ohms. Technical services reviewed the case and indicated this could be calcification on the coil. There is no evidence of noise. Reportedly, the patient cardiac resynchronization therapy defibrillator (crt-d) has reached elective replacement indicator, and it will be replaced soon. Ts recommended to perform max energy shocks when they change the crt-d to evaluate this rv lead shock therapy. Further information was received indicating the commanded shocks will unlikely be performed. The patient will be continued to be monitored until this rv lead is explanted in the crt-d replacement procedure. Eventually, this rv lead was explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.